Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent an endovascular treatment of a chronic type b thoracic aortic dissection using two gores® tag® conformable thoracic stent graft with active control system and gore® excluder® aaa endoprosthesis (aorta extender endoprosthesis). On (B)(6) 2024, a reintervention was performed to treat a distal type I endoleak from the gore® tag® conformable thoracic stent graft with active control system and/or gore® excluder® aaa endoprosthesis (aorta extender endoprosthesis). The distal end of the gore® tag® conformable thoracic stent graft with active control system (26-10) and the distal end of the aorta extender endoprosthesis were placed in almost same position. An angiography was not able to confirm the distal type I endoleak. A gore® tag® conformable thoracic stent graft with active control system was implanted distally and the angiography didn¿t observe the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: the actual event date is unknown, therefore 24-sep-2024 is used as the event date. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.